Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Initial reporter contact number: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records review was conducted. The report indicates that the: DHR review for part: 338.20 lot 9674037; manufacturing location: 23. Oct. 2015; manufacturing date: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported the following event: a broken coupling screw. The medical device receiving department received the dynamic hip screw (dhs) set postoperatively for cleaning. It was discovered at that time that the coupling screw was broken. This complaint involves one device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product investigation was performed. The 338.200 lot number 9674037 dhs/dcs coupling screw was returned and reported to have been found broken postoperatively. This condition is confirmed; the distal threaded portion of the device has broken off along the very first thread and was not returned. The device was manufactured in 10/2015 and is over a year old. The balance of the returned device is in otherwise fairly good condition without much visible wear along the length of the device. A drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Upon review of the device history record, no ncrs germane to the complaint condition were generated during the production of this device. It is likely that over a year of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.